Manufacturer narrative:
The device was received for evaluation. During functional testing, an over-infusion of potassium chloride was not reproduced. The device was tested for flow accuracy and was found to deliver within specification. A review of the event history log revealed infusion of potassium chloride programmed at a rate of 50 ml/hr and a volume-to-be-infused of 50 ml. Infusion did not run to completion as it was stopped by the user and 18.7 ml. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during therapy when "ivpb k+ 50ml bpol used in 14 minutes-supposed to infuse x 1 hour". There was no report of patient injury or medical intervention associated with this event. No additional information is available.